Event description:
We have done this case last week, dr. (B)(6) found that the inclination angle is too small on the post-op x ray when compared with the pre-planning. He had some considerations and doubts on the precision of mako after this surgery, even though he is strongly believe that mako is greatly helped them in most cases. Could you kindly help me analyze this post-op planning, and give us the reasons why this happened and suggestions for the future cases. Case type: tha the patient is under anesthesia until the surgery finished. No surgical delay.

Manufacturer narrative:
An event regarding software error involving 3.0 rio® robotic arm - mics, catalog: 209999 was reported. It was reported ¿the surgeon found that the inclination angle is too small on the post-op x ray when compared with the pre-planning.¿ method & results: product evaluation and results: the recorded checkpoint value is acceptable. Pelvic registration, landmarks were only picked once and contain greater than 5mm error. The surface point cloud was picked twice. In both attempts, the rim points seem to be picked inside/close to the acetabulum. 4 outliers are present in 2 attempts, suggesting these points may not have been on bone. Based on the above analysis, the logged checkpoint values are acceptable. Because the points supposed to be captured on the rim but actually captured inside the acetabulum, which could contribute to the error of cup inclination. Product history review: review of the device history records associated with rio 402 indicate quality inspection procedures were completed with no reported discrepancies. Complaint history review: a search of the complaint database under device identification pn 209999 reports similar complaints for tha software - software error. The complaint record numbers are: (B)(4). Conclusions: the recorded checkpoint value is acceptable. Pelvic registration, landmarks were only picked once and contain greater than 5mm error. The surface point cloud was picked twice. In both attempts, the rim points seem to be picked inside/close to the acetabulum. 4 outliers are present in 2 attempts, suggesting these points may not have been on bone. Based on the above analysis, the logged checkpoint values are acceptable. Because the points supposed to be captured on the rim but actually captured inside the acetabulum, which could contribute to the error of cup inclination. No additional investigation or specific actions are required at this time. If additional information is received such as the session files, then the complaint will be reopened. Corrective action/preventive action: a search of the nc/CAPA database under device identification pn 209999 reports no records related to tha software - software error.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
We have done this case last week, dr. (B)(6) found that the inclination angle is too small on the post-op x ray when compared with the pre-planning. He had some considerations and doubts on the precision of mako after this surgery, even though he is strongly believe that mako is greatly helped them in most cases. Could you kindly help me analyze this post-op planning, and give us the reasons why this happened and suggestions for the future cases. Case type: tha the patient is under anesthesia until the surgery finished. No surgical delay.